Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a routine transplant. No further issues were reported. No alarms were noted. The pump was returned for routine evaluation. On (B)(6) 2015, during the evaluation of the returned pump, thrombus was found within the pump.

Manufacturer narrative:
Approximate age of device - 9 months. The explanted device was returned for evaluation. Although no vad related issues were reported while the pump was supporting the patient, thrombus was found in the evaluation of the returned lvad pump. Examination of the sealed inflow conduit revealed pale-yellow, granular, non-laminated depositions situated along the textured blood-contacting surface of the inlet tube. Similar depositions were found in the lumens of the inlet and outlet elbows. Although these depositions were adhered to the textured surfaces in these areas, and appeared to have developed in these locations; specific causes for their development cannot be determined. The depositions did not appear to affect blood flow through the pump. Examination of the remaining pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump was found to operate as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.